Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was displayed as "high," although the specific value was unknown. The customer administered a correction bolus via the pump to address the bg level. Reportedly, the occlusion was caused by blockage in the cartridge. Customer changed supplies as necessary and resumed insulin therapy